Event description:
Back up controller unable to start pt's pump despite displaying the correct fs and lsl in settings. Biomed inspected and pump would only run at 6000 rpms. Pump out of warranty-made in 2010. Pt's pump off approx 3 minutes being being restarted.